Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during a procedure the guidewire broke. No consequences to the patient were reported. No further information is available.